Manufacturer narrative:
DHR investigation: we reviewed the DHR for this (B)(6) / patient ID# (B)(6) / site ID# 24606, qty. (B)(4) items assy-500011 (aligners) and 2 items assy-500010 (templates) were packaged by the second shift by auto bag-and-box operation on june 24, 2025, in manufacturing supercell sc3, equipment pua-06. The sales order was inspected and met the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material manufacturing of this so (B)(6). · raw material: part-501019 / lot# 265758 / qty. Received = (B)(4) rolls, inspection date: june 17, 2025. The material was found acceptable for use in the suresmile product's manufacture. Photo investigation: the evidence provided by the customer (photos) shows apparent redness on the inner lip and cheek area, as well as apparent lacerations on the patient¿s tongue. No evidence of the devices (aligners) is shown to allow for their evaluation; therefore, it is not possible to determine whether the patient¿s apparent injuries were caused by the devices.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that patient experienced possible allergic reaction and an oral fungus on the tongue and irritations on buccal molar area near trim line. Doctor had patient stop aligner treatment and prescribed medication for the oral fungus, patient took medication for 1 week and it cleared up. Patient restarted aligners and the same condition came back worse. Patient could not eat or talk. Patient's parent to them to another dentist who confirmed it was a fungus and prescription prescribed was correct and to take again. Doctor spoke with patient's parent who advised that the prescription is not working, not getting any better. Patient will be taken to family physician. Further information requested, allergic reaction form and additional information requested and return of remaining aligners.